Manufacturer narrative:
The unit was received with an intermittent button response due to a corroded keypad. There was no button error alarm found. The unit had a missing end cap sticker, minor scratches on the lcd window, broken battery tube threads, and missing segments due to a cracked zebra connector at the lcd board.

Event description:
The customer called in to report a button error alarm and an unresponsive keypad. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 158 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.